Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and the inflation lumen. Microscopic inspection revealed a longitudinal burst the balloon material, 46 mm in length. Inspection of the remainder of the device found no other defect or irregularities. Product analysis did confirm the reported balloon burst. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed lesion was located in the mildly calcified and moderately tortuous superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling balloon catheter was selected for use. Using a 6fr non-bsc introducer sheath, a non-bsc guide wire and a non-bsc inflation device the balloon was inflated at 14atms. Upon the second inflation at 14atms for 30 seconds, the balloon ruptured. The balloon was removed from the patient completely intact. The procedure was completed with another 6mmx10cm sterling balloon catheter. No further patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed lesion was located in the mildly calcified and moderately tortuous superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling balloon catheter was selected for use. Using a 6fr non-bsc introducer sheath, a non-bsc guide wire and a non-bsc inflation device the balloon was inflated at 14atms. Upon the second inflation at 14atms for 30 seconds, the balloon ruptured. The balloon was removed from the patient completely intact. The procedure was completed with another 6mmx10cm sterling balloon catheter. No further patient complications were reported and the patients status was good.